Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic procedure was finished as planned. The remote service engineer (rse) confirmed that there was no issue with the c-arm movement of the system, only the door light of the room was not working. However, this was not system related and was checked in pr 2876937. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was verified that the product associated with the complaint is not a philips device (and not a device that philips is a distributor or importer of). This device is out of scope for complaint reporting as it does not constitute a philips device, nor is it used in, with, or as a philips finished product. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was movement issues with the allura device. The system was in clinical use and no harm has been reported to philips. Philips has started an investigation of this complaint.